Event description:
It was reported that high threshold and low sensing were observed. Lead dislodgement was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.